Manufacturer narrative:
Investigation results: received 2 unit packages and one 22gx1.00in insyte autoguard unit from either lot 3251069 or lot 3117895 for the investigation of this complaint. A gross visual inspection shows that the unit has been removed from the package and does not have physical defects. Per the customer¿s verbatim, they had difficulty threading the catheter and the needle will not withdraw in the barrel and they therefore returned the sample for investigation. The unit was investigated by microscopically inspecting the catheter tip. The tip of the catheter was graded acceptable. As the defect of no flashback was coded, the unit was tested. A flash was observed in the gripper chamber. Further, the customer mentioned difficulty when retracting the needle. An attempt was made to retract the unit. At first, the needle did not retract; however, once tip adhesion break was performed the needle retracted upon pushing the safety button. The defect reported by the customer¿s are likely due to failing to perform tip adhesion break as indicated in the IFU of the product. A device history record review found no non-conformances associated with this issue during production of the potential batches. The complaints have been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. Investigation conclusion(s): the defects of ¿threading difficulty¿, ¿no flashback¿ and ¿needle retraction failure¿ were not confirmed. Probable root cause conclusion(s): cannot be determined in the absence of a confirmed defect.

Event description:
It was reported that it was difficult to retract the needle with a bd insyte autog bc blu 22ga x 1.0in. The following information was provided by the initial reporter: rn attempted 22g piv insertion on patient. Did not get a flash in catheter when rn thought in vein. Used ultrasound to confirm placement. Unable to thread catheter and could not withdrawal needle from catheter. Included wrappers from 2 piv catheters as rn was unsure what packaging defective catheter came from.

Manufacturer narrative:
H.3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Customer was unable to confirm which lot number that the defects occurred on therefore she sent the wrappers of 2 potential lot numbers. A DHR will be required on both lot numbers but they will not be recorded in the grid. The lot number is unk.